Event description:
During remote follow-up, the device was observed with an incorrect measurement and transmitted a false pacemaker mediated tachycardia alert. Abbott technical support was contacted and no anomalies were detected. No intervention has been performed at this time and the patient will continue to be monitored. Further information was requested but not yet available.